Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update: 10/26/15 - litigation received. There is no new additional information that would affect the investigation. Update ad 14 aug 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pff and sticker sheet records. In addition in what were previously alleged. Ppf alleges metal wear, metallosis and elevated metal ions. Added account name, facility name, birth date, lawyer and patient harms. Corrected patient identifier. Doi: (B)(6) 2007; dor: (B)(6) 2015 (right hip). Patient is bilaterl, please see (B)(4) for the left hip.